Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that the patient experienced hypervolemia for which they were hospitalized on or around (B)(6) 2016. The patient's peritoneal dialysis nurse reasonably associated the hypervolemia with the patient's non-compliance with the prescription solution concentration. Medical records were requested for analysis, but none are currently available for review.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no sign of physical damage but there were indications of dried fluid within the cassette compartment underneath the mushroom heads. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during the treatment test. During treatment test the cycler sounded normal. The valve actuation test, system air leak test, and the teach pumps tests passed. The load cell value and verification were within tolerance. The reported symptom of air detected in cassette warning was not reproduced during testing. There was visual evidence of dried fluid within the recess of the bottom cover between the front panel assembly and the pump assembly. The cause of dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.